Event description:
A physician was using a gelmark ultra biopsy site marker following breast biopsy with a mammotome biopsy device. When the physician removed the device applicator from the probe, she observed that the tip had been sheared off. It is unk if the tip remains in the pt's breast. There were no pt adverse effects.